Manufacturer narrative:
Section: h3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. However, the released devices would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The clinical/medical evaluation concluded that based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, limited mobility, and metallosis) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual products involved or additional information, we cannot advance the investigation or confirm the details supplied in this complaint; our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that after a right bhr surgery performed on (B)(6) 2012 due to psoriatic arthritis, the plaintiff started to experience severe and progressive pain in the right hip, as well of limited mobility. On (B)(6) 2019, an MRI of the pelvis was performed and showed a complex fluid collection around the right hip, especially extending along the iliopsoas muscle anteriorly, particle disease and possible pseudo tumor were suspected. On (B)(6) 2019 high serum ion levels were identified, chromium 39.2 mg/l and cobalt 11.5 mg/l, on (B)(6) 2019 the ion serum levels were chromium 33.2 mg/l and cobalt 16.3 mg/l. An ultrasound-guided right hip collection aspiration was performed on (B)(6) 2019 and the cobalt level in the fluid was 213.3 mg/l. Plaintiff underwent a revision surgery on (B)(6) 2019, where 30 cm3 of hemorrhagic dark fluid was aspirated of the hip joint space, and inside of the joint was an extensive amount of synovitis with grayish to black staining of the tissues. Also, there was a cyst identified in the ischial area adjacent to the shell, as well as a larger cyst identified in the superolateral acetabulum. The patient was brought to the recovery room in stable condition following the procedure.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to severe and progressive pain in the right hip, as well of limited mobility and metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The us bhr surgical technique indicates, ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ without the implantation and pre-revision x-rays, it cannot be determined if the 60.2° abduction angle was the implants¿ initial anatomical placement or if the implant migrated post-op; however, this cannot be ruled out as a contributory factor to the reported clinical reactions. The reported pain, elevated metal ions and intraoperative findings of extensive synovitis with grayish to black staining of the tissues, gray stained debris, and pseudotumor may be consistent with findings associated with metal debris; however, the clinical root cause of reactions cannot be definitively confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. It is noted 6-weeks post-op, ¿the fullness of the anterior hip was completely resolved, no tenderness of the lateral thigh at the trochanter, and some pain in the ischial origin at the proximal hamstrings, but this was difficult to reproduce on direct examination of the area.¿ cobalt and chromium were 3.3 and 6.4 mcg/l respectively four months post revision. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Us legal mdl. It was reported that after a right bhr construct was implanted on (B)(6) 2012, plaintiff experienced pain, limited mobility, and metallosis. A revision surgery was performed on (B)(6) 2019 to treat these adverse events. Details about the surgery are unknown. Plaintiff outcome is unknown.